Manufacturer narrative:
The information pertaining to the three valves that were used during the case was provided, however, the information that pertains to the first deployed valve was not identified. On this basis, the information pertaining to all sapien valves is being provided: 9000tfx23a/sn#(B)(4)/mfgr. Date: 11-feb-2013/exp. Date: 01-jan-2015, 9000tfx23a/sn#(B)(4)/mfgr. Date: 04-mar-2013/exp. Date:11-feb-2015, and 9000tfx23a/sn#(B)(4)/mfgr. Date: 28-feb-2013/ exp. Date: 13-feb-2015. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, although it cannot be confirmed, the physician attributed the 90:10 aortic deployment to a combination of the patient¿s small ventricle and an unfilled ventricular chamber due to the cpb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards territory manager that during the transfemoral tavr procedure, the first 23mm sapien valve was positioned 50:50; however, during deployment the valve shifted and landed 90:10 aortic, resulting in 2+ paravalvular leak (pvl). A decision was made to implant a second valve. The second 23mm sapien valve was deployed 50:50 at the base of the first valve. A repeat echo showed the pvl had resolved to trace. Per report, the patient¿s pressure was noted to be very good at 70-40 on cardiopulmonary bypass (cpb). The surgeon was then able to close the sternotomy and take the patient off pump without incident. The patient was transferred to the cvicu in stable condition. After the procedure the physician and the cs had an opportunity to discuss the case. The physician attributed the aortic deployment to a combination of the patient¿s small ventricle and an unfilled ventricular chamber due to the cpb. Per report, the patient¿s aortic valve was moderately calcified, the aortic root had no calcification, there was mild ventricular septal hypertrophy, mild mitral annular calcification (mac), the sinotubular junction (stj) measured 25mm, the sinus of valsalva (sov) measured 30mm and the ejection fraction was 35%. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.